Manufacturer narrative:
Patient information was unavailable. A medtronic representative (rep) went to the site to test and service the equipment. The rep attempted to reproduce the frame grabber error but could not. It appeared that the umbilical cable may have been loosely connected and/or not seated all the way since the main radiologic technologist (rt) had no recollection of this happening prior to the case and the rep was unable to reproduce the error. The system passed the system checkout and was performing as intended. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The reported issue occurred intraoperatively. It was reported that the site received a frame grabber error. There was a delay to the case of 5-10 minutes due to this issue, and there was no impact on patient outcome.